Event description:
The duett was deployed following a diagnostic procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain and discoloration in the affected leg. An angiogram confirmed an occlusion. Treatment consisted of a surgical thrombectomy. The treatment was successful, and the event was resolved with no further complications.